Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical legacy pump was returned for analysis. Event log history was performed and indicated that 1871 error code messages were recorded in history. During analysis, the customer's problem was duplicated. Found broken optical switch wire, which causing the 1871 error code issue. Optical switch will be replaced. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump exhibited error code 1871 during bench testing. No adverse patient effects were reported.